Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filed successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 250 mg/dl but less than 500 mg/dl with large ketones associated with air bubbles in the cartridge. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that there were air bubbles in the cartridge. Cts determined that the patient was filling the cartridge correctly. This complaint is being reported because the patient allegedly experienced hyperglycemia because of air bubbles in the cartridge.